Event description:
Pump declared alarm 20 during operation. The caller had not previously reported any similar alarms with this pump. There was no reported adverse impact to customer's blood glucose level. Technical support assisted in loading a new cartridge using the proper technique, and the caller successfully resumed insulin therapy. No original cartridge lot number was available.